Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for a safety mode in latitude. The patient was contacted and stated that she heard some beep tones and felt a minor shock. The patient was ordered to come into the hospital for monitoring. The patient has dextrocardia, a complex congenital heart right sided with artificial valves and still has old pacemaker lead(s) in situ. In addition, the patient is taking ant-coagulation medication. The plan is to keep the patient admitted in the hospital, monitored the patient with or without magnet applied and build a strategic plan for a replacement procedure in the next weeks. Subsequently, this device was explanted and replaced. During the replacement procedure, the right ventricular lead was also tested with a pacing system analyzer and noted to be functioning as expected. There was no noise, a 1.1 joule shock and 41 joule commanded shock was delivered and were successful. Impedance measurement was around 46 ohms and 54 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for a safety mode in latitude. The patient was contacted and stated that she heard some beep tones and felt a minor shock. The patient was ordered to come into the hospital for monitoring. The patient has dextrocardia, a complex congenital heart right sided with artificial valves and still has old pacemaker lead(s) in situ. In addition, the patient is taking ant-coagulation medication. The plan is to keep the patient admitted in the hospital, monitored the patient with or without magnet applied and build a strategic plan for a replacement procedure in the next weeks. Subsequently, this device was explanted and replaced. During the replacement procedure, the right ventricular lead was also tested with a pacing system analyzer and noted to be functioning as expected. There was no noise, a 1.1 joule shock and 41 joule commanded shock was delivered and were successful. Impedance measurement was around 46 ohms and 54 ohms. No additional adverse patient effects were reported.